Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Approximately seven days after discharge to home, the patient required a reclosure of the wound. The surgeon noted that there was a piece of suture left at the end of the incision. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.